Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the device did not convert the induced arrhythmia. Multiple shocks were given without success. The implant was intra-muscular with a shock impedance of 120 ohms. Repositioning was done and the system still did not convert the induced arrhythmias. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted four very slight pieces of white silicone on the sense b terminal ring. The pieces appear consistent with flashing from the terminal molding. Bubbles were noted in the notch area. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 is used to indicate surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during implant testing, the device did not convert the induced arrhythmia. Multiple shocks were given without success. The implant was intra-muscular with a shock impedance of 120 ohms. Repositioning was done and the system still did not convert the induced arrhythmias. The system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.